Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unidentified malfunction alarm occurred. Pump did not turn back on after charging for an hour. Customer's blood glucose was 200-250 mg/dl. Customer reverted to manual insulin injections for insulin therapy.